Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Event related to mw # 2210968-2022-02646, mw # 2210968-2022-02647, mw # 2210968-2022-02648. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle tip was found blunt when sewing, and the suture broke. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested